Event description:
"Staphylococcus infection on the hickman kept in place thanks to antibiotics and systemic antibiotic therapy."

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of huwl0919 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huwl0919) have been reported from one (B)(6) facility.